Event description:
A physician reported that during cataract surgery in the phase of quadrant removal there was a significant surge observed. The surgery was completed on the same day. No patient impact was reported. This report pertains to ophthalmic console involved in this reported event. This complaint is pertaining the one of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record. The system was found to meet all cosmetic and performance standards (at that time). Therefore, based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. All relevant contributing factors found were identified as part of this review. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The operator¿s manual does provide feedback on events like this. ¿flow mode: ¿in aspiration flow mode, the console uses the peristaltic pump. Suction panel in flow mode. Vacuum power toggle ¿ enables or disables the suction function. Intelligent aspiration icon ¿ indicates whether intelligent aspiration is on or off. Vacuum parameter ¿ opens the vacuum dialog box. Aspiration flow parameter ¿ opens the aspiration flow dialog box when selected.¿ note: the aspiration flow dialog box includes an additional toggle for intelligent aspiration. Turn on intelligent aspiration to display aspiration flow as zero or near zero when the vacuum limit is set to 700+ and full occlusion is detected. Message ¿ indicates if there is an occlusion, reflux, or vent issue.¿ note: l always monitor the fill state of the fluid management system (fms) drain bag during operation. During aspiration, ensure the fms aspiration line does not have bubbles. If the system has low flow, release the treadle. When the vacuum feature is enabled, the tone generated by the console varies in pitch relative to vacuum strength. For instance, a higher pitch may indicate a flow restriction.¿ the reported ¿surge¿ may be attributed to the surgical mitigations (as noted in the operator's manual). However, there was no service record (relevant to the reported event), found. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.